Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned with the bypass tube at the manufacturing slit. No other accessory components were returned. Visual inspection revealed that the bypass tube was present on the carrier tube at the manufacturing slit. It was dislodged and not detached. The deployment sleeve was found to be in the forward lock position. No other visual anomalies were noted. Functional testing was performed. The bypass tube was moved over the anchor manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. The bypass tube was separated from the carrier tube and dimensional testing was performed. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the bypass tube was dislodged while opening the poly foil pouch. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician noticed that the angio-seal bypass tube was already detached from the carrier tube tip when he intended to insert the carrier. The angio-seal poly-foil pouch was opened by his assistant physician. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There were no other device or equipment used with the reported device.